Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a stenting procedure. Reportedly, a crunch sound was heard as the foot was deployed. The decision was made to remove the device but the foot would not close. Several attempts were made to advance the device slightly and close the foot. The suture was deployed and two more attempts were made to close the foot. The foot finally closed and the device was removed. The suture was threaded in the knot pusher and the suture broke. The knot was advanced using the remaining suture. When the knot was cut the suture came apart and hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. Protamine was administered. There was a clinically significant delay in the procedure or therapy due to the difficulty closing the foot and the suture breakage. The physician is reportedly trained in the use of the proglide device. No additional information was provided.